Manufacturer narrative:
Investigation of this case remains ongoing. Once new information is received a follow-up report will be submitted.

Manufacturer narrative:
Upon receipt, a review of the device data was performed. Engineers confirmed no faults or system resets had been recorded. The device diagnostics showed the daily rv pacing and shock impedance measurements were stable and within normal ranges. The rv pacing impedance was approximately 390 ohms and the shock impedance was approximately 43 ohms until the date of death. After the date of death ((B)(6) 2011), the rv pacing impedance increased to approximately 1,000 ohms and the shock impedance increased to approximately 200 ohms; normal operation post mortem due to changes that occur within the tissue. The measured impedance values from the delivered shocks in episode 28, the last stored episode where shock therapy had been delivered, were 34, 34, 34, 35, and 35 ohms; similar to shock impedance measurements from previously delivered shocks. Memory review confirmed normal operation with no evidence of a device or lead malfunction.

Event description:
Subsequently, approximately 1.5 years post-mortem, the device was received for disposal. The returned device was subjected to standard post-market analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device's battery was at beginning of life with 3.099 volts. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Examination of the device's memory and stored diagnostic data, confirmed the previously reported functional assessment. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The device has been archived as meeting specifications.

Event description:
Boston scientific received information that this device delivered multiple shocks and subsequently the patient expired. Interrogation of the device confirmed multiple shocking attempts as well as a fault code informing the user to check the shocking lead. Daily measurement trending, demonstrated that the shock impedance had suddenly increased from a steady normal range, to greater than 125 ohms with no date stamp provided by the device indicating the date of the first high shocking impedance and no other abnormal measurements recorded. A review of each shocking event, demonstrated all shock impedances within normal range (approx 33 ohms). Additionally, with each shock delivered, the arrhythmia was terminated, however within seconds, vt or vf ensued. A total of 26 shocks were delivered - all except one at maximum energy (14j, 41j). It appeared that the patient may have received external shocks by paramedics; however, this was not recorded in any external documentation charting. Boston scientific has requested a product return for a technical assessment of performance; information received indicates the device may be detained with the coroner for up to one calendar year. Device data files to be sent electronically in the near future and the associated right ventricular lead remained implanted post mortem.